Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that no components were replaced, the issue could not be replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Manufacture date was not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the site was attempting to load exams the system became unresponsive. A clinical specialist was at the site and was not able to replicate the issue. There was no patient present.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.